Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report. Not returned to the manufacturer.

Event description:
Patient had primary surgery of left knee. During surgery the triathlon pkr cutting block broke due to surgeon hitting with a mallet. No delay in surgery.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a triathlon guide was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor could the root be determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had primary surgery of left knee. During surgery the triathlon pkr cutting block broke due to surgeon hitting with a mallet. No delay in surgery.